Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of dermatitis allergic ("skin allergies") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), insomnia ("insomnia"), irritability ("irritability"), hypotension ("low blood pressure"), premature menopause ("early menopause"), amnesia ("memory loss"), dyspepsia ("digestive problems"), white blood cell count decreased ("lack of white blood cells") and hot flush ("hot flashes"). The patient was treated with surgery (implants removed by hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dermatitis allergic, fatigue, insomnia, irritability, hypotension, premature menopause, amnesia, dyspepsia, white blood cell count decreased and hot flush had resolved. The reporter provided no causality assessment for amnesia, dermatitis allergic, dyspepsia, fatigue, hot flush, hypotension, insomnia, irritability, premature menopause and white blood cell count decreased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jul-2017 for the following meddra preferred term: dermatitis allergic. The analysis in the global safety database revealed 13 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.